Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering attempted to actuate the device and resulted in consistent dry firing. The unit was disassembled, engineering found two internal components interfering with one another. The root cause of misfiring was due to the interference between the two internal components, which prevented clip advancement. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of disengagement. This lot was built prior to implementation of these enhancements. This document represents our final report.

Event description:
Lap chole - "device missed fired 4 times. Dr. (B)(6) has 4 miss fires with one of the ca090 appliers yesterday. He kept using it for the case."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.